Event description:
A customer reported the handpiece had no phaco power during a cataract surgery. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The phaco handpiece was tested by a company representative . The phaco handpiece was functioning properly. The phaco handpiece was returned to the customer. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this phaco handpiece or its associated system. The root cause cannot be determined. (B)(4).